Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5399335, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "5399335". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5399335 was manufactured according to the work instruction (wi) version 71 and manufactured in the machine 08 and 12 on 23-aug-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 375 mg/dl at the time of event and got treated with vial insulin. The patient was found positive for ketones and ketones value were 0.7 mmol/l. The patient has used the expired product. The patient also had symptoms of nausea, stomachache and headache. The length of hospitalization was greater than 24 hours. No further information available.